Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was successfully placed, however, the lead would not sense properly. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).